Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the non-bsc ipg was replaced with bsc ipg and a lead adapter was used. Additional suspect medical device component involved in the event: model#: sc-9218-15 serial#: (B)(4) description: precision m8 adapter, 15cm sc-9218-15 (B)(4) device evaluation indicated that the complaint was not confirmed. The lead passed visual/x-ray/borescope inspection. The m8 adapter was tested with a known good medtronic lead and it passed the continuity test. The setscrew of the m8 adapter has to tighten for electrode # 1 to have good electrical connection.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.